Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the foot switch failed to halt rf delivery. During an atrioventricular node reentry tachycardia (avnrt) ablation procedure, the physician was ablating and lifted his foot off maestro foot switch; however, ablation did not stop. Ablation was turned off manually using the remote. There were no patient complications.